Event description:
The customer reported that the system would not make x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interface boards and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.